Manufacturer narrative:
A root cause cannot be determined. The degree to which the use of mesh to treat patient hernia may have contributed to the patient¿s post op complications is unknown. Based on the medical records provided, the patient has a compromised medical/surgical history which includes obesity, diabetes, hypertension, diabetic coma, diabetic ketoacidosis, diverticulitis, cardiovascular disease, infection (including sepsis and (B)(6)), wound care and a post mesh implant bariatric surgery. It is unclear how this patient¿s complex medical/ surgical history and/or the mesh may have contributed to the reported ongoing umbilical region pain, inflammation, and infection 14-years post implant. The information provided indicates that the diabetic patient developed a surgical site infection within 48 hours of the implant surgery. Bard mesh is supplied single use sterile. The medical records indicate that the infection resolved. Infection is a known inherent risk of any surgical procedure. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." The implant procedure medical record states that the patient was implanted with a ¿marlex¿ mesh, the medical records do not provide specific product identifies to identify the manufacturer of the implanted device. It was alleged to be a bard flat mesh. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was reported via maude event report (mw5094225) alleging adverse outcomes against the marlex mesh (bard flat mesh): "had the hernia repair mesh surgery on friday (B)(6) 2002. In 48 hours I was back to the medical center. Had such pain they opened up my stomach and all the green stinking stuff came out. They put a drain line in me and gave me antibiotics. After that my health went downhill. Always getting sick, a bad cough, run down and from time to time my stomach wound got so hot. I go to my primary who knows I had two hernia surgeries. He would keep giving me antibiotics, but soon I would need stronger ones to not get the infection. In (B)(6) 2016 my stomach got really bad, the worst its ever been. I got more antibiotics. On (B)(6) 2016 is when I died for 15 mins, had a heart attack, stroke, coma, sepsis, kidney dialysis. Called surgeon they said they destroyed my medical records. I was able to get some of my medical records from the hospital. FDA safety report ID#:(B)(4)." Per second maude event report (mw5094375) submitted alleging adverse outcomes against the marlex mesh (bard flat mesh): "caller reported her husband had surgical hernia repair with mesh in (B)(6)2002. She noticed his abdomen getting red after surgery, that sunday morning they rushed to the emergency room. The doctor was called, they gave her husband ¿blood thinners¿ opened his stomach, and a perfuse odor with drainage expelled. Called reported he continued to experience regular stomach infections, fevers, stomach warm to touch, and extremely distention. Husband had cat-scan performed (B)(6)2016; abscess was identified just above umbilical cord and puncture in right kidney. Caller found husband on floor. She called the ambulance, he was hyperglycemic 635mg/dl. Suffered a heart attack, stroke, coma, anoxic brain, injury, acute kidney failure, sepsis, diabetic ketoacidosis, acute kidney injury, and septic shock, additionally, he suffered from a spinal injury, was paralyzed, bedsore stage 4,diverticuitis,charcot foot, diabetic coma, diabetic mellitus, aortic valves stenosis, (B)(6), brain damage due to decreased oxygen supplies, and arthritis of the right leg, he was taken to a rehabilitation center when he was unable to walk. In (B)(6) of 2017.caller¿s husband demonstrated and inability to swallow, tooth-loss due to pain medicine, and underwent a removal of segments of his spine ¿lobster¿. Caller asked the initial operating doctor for medical records and the office assistant informed her the reports were destroyed. Now unable to acquire legal support. Caller believes the destruction of the medical records was covered-up." The following is based on medical records provided by the contact. On (B)(6) 2002 ¿ the patient who was identified as being a (B)(6) year-old obese diabetic male underwent the repair of a recurrence umbilical hernia and was implanted with a ¿marlex¿ mesh (bard flat mesh). Findings at the time of surgery noted: a small fascial defect measuring about 2.5 cm in size with some omentum that was stuck out of it. ¿there was some scarring from his prior surgery; but the area of the fascial defect was readily identified, omentum was freed up, that had been outside the fascial defect (2.5cm) and this omentum was simply reduced in the abd cavity. Using my finger, I was able to sweep the undersurface of the abd wall, there were no adhesions there and the incision was able to be closed. A 3x4 in. Piece of marlex mesh (bard flat mesh) was then fashioned to lay on top of this primary repair and it was sutured well laterally using #2-0 prolene. ¿on (B)(6) 2016 - the patient presented with abd mass of periumbilical region with associated pain and inflammation. A CT-abdomen w/contrast was performed and showed an abscess with significant surrounding inflammatory change, located at just above the umbilicus. Inflammatory changes were found to extend to the anterior abd wall and the rectus sheath; there was no umbilical hernia. On (B)(6) 2016 - the patient consulted a physician for the evaluation and management of the recent umbilical area infection. The patient had developed an infection after his second operation, which eventually resolved. Since that time, a firm nodular mass was always noted in this area. The patient also developed inflammation and swelling in the periumbilical area during the past month. He was placed on oral antibiotics and the inflammatory changes had then resolved. The patient also had underwent bariatric surgery, which apparently occurred after the hernia repairs. Per the physician¿s impression: ¿the patient recently had a periumbilical infection which now has resolved. There are no findings suggestive of an abscess at this time. If the patient¿s last repair was with mesh, then I told him that there is a chance that he may have recurrent issues with infections. If this is the case, then he will most likely require removal of the mesh, which will most likely require major abdominal wall reconstruction, which of course carries a significant morbidity. At this juncture, there is no immediate surgical intervention deemed necessary.¿